Manufacturer narrative:
Product analysis (B)(4) equipment used: vis (m-78210), 203cm ruler (m-83361). As found condition: the apollo catheter was returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: liquid embolic residue was found with the apollo catheter hub. No damages were found with the catheter hub. No bends or kinks were found with the apollo catheter body. However, the catheter body was found ruptured 55.5cm from the proximal end of the catheter hub. The characteristic of the catheter rupture is consistent with over-pressurization. The apollo catheter tip was found detached from the catheter. The detached tip was not returned. Testing/analysis: the ldpe overlap was measured to be 1.5mm, which is within specification (specification: 1.0-2.5mm). Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter rupture/leak¿ report was confirmed as the apollo catheter body was found ruptured. Catheter rupture can occur during injection of the liquid embolic when the distal portion of the catheter is kinked, prolapsed, or occluded, or injection against resistance, causing over-pressurization. However, the cause of the catheter rupture could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an apolo catheter ruptured and leaked. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for arteriovenous malformations. The patient¿s vessel tortuosity was normal. The access vessel was the femoral artery. A microcatheter 105-5096-000 was used to insert liquid embolization to seal the blood vessels. During the gluing process, it was found that the microcatheter ruptured and leaked glue to form a thrombus. The gluing was terminated and the microcatheter was withdrawn. It was planned to use the intracranial stent sab-4-20 to remove the glue-contaminated part of the distal blood vessel, but the stent could not be pushed out the microcatheter, so a new stent was replaced to successfully complete the surgery. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the resistance was in the distal section of the catheter. Upon injection of the liquid embolic agent into the apollo there was no resistance. The physician preformed continuous injection of the liquid embolic agent. The injection rate was followed as indicated in the competitors instructions for use (IFU). The liquid embolic agent was embeddedin an unitended location. It drifted into a distal blood vessel. The apollo tip us a deformed nest. The patient has recovered.